Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having high blood glucose level and low blood glucose level. Customer's low blood glucose level at the time of incident was 40 mg/dl. Customer treated low blood glucose level with glucose tablets. Customer had been using the insulin pump system within 48 hours of reported event. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.